Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, certified diabetes educator reported patient was hospitalized due to abdominal pain, nausea, and not feeling well. She called to make sure the infusion device was functioning as intended. Patient's blood glucose was elevated when he was hospitalized, but the exact reading was unknown. There were no specific complaints or allegations regarding the infusion device system. The basal rates were programmed correctly in the infusion device, but the time was off by 1 hour. The infusion set looked "fine," and the cannula was not bent. The cartridge is changed every 3-4 days. No additional information was available. Several attempts were made to reach patient, and these were unsuccessful. No product was requested for evaluation.